Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away. It was reported that the patient passed away while at home. Review of the download data indicates that the patient entered vf with motion artifact at 23:47:20 on (B)(6) 2018. The lifevest delivered one treatment shock at 27:47:58 while the patient was in vf. The post-shock rhythm was bradycardia at 10 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm transitioned to bradycardia at 25 bpm, and then 2:1 atrioventricular (av) block at 30 bpm with ventricular pauses. The patient passed away on (B)(6) 2018.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
Per additional information: a us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2018. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of low amplitude cardiac signal. At 00:25:33, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm. At 00:26:00, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. From 00:38:01 to 01:36:38, asystole was seen intermittently. From 01:47:44 to 01:51:18, asystole was seen intermittently. The electrode belt was disconnected at 02:27:47. The patient passed away on (B)(6) 2018. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries. A us distributor contacted zoll to report that a patient passed away. It was reported that the patient passed away while at home. Review of the download data indicates that the patient entered vf with motion artifact at 23:47:20 on (B)(6) 2018. The lifevest delivered one treatment shock at 27:47:58 while the patient was in vf. The post-shock rhythm was bradycardia at 10 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm transitioned to bradycardia at 25 bpm, and then 2:1 atrioventricular (av) block at 30 bpm with ventricular pauses. The patient passed away on (B)(6) 2018.